Manufacturer narrative:
Device malfunction records were reviewed. Results - review of mfg records confirmed sterilization for both generator and lead prior to distribution.

Event description:
It was initially reported that the pt was having his pulse generator explanted due to infection at the generator site. No further details were made available. Device history records were reviewed for both lead and generator, which confirmed device sterilization prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.